Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that the coolsculpting machine was leaking fluid from the top.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Previous emdr submission noted unit leak. Upon further review by abbvie medical safety physicians, it has been determined that there is no unit leak. Hence, the record is no longer reportable.